Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic due to an exit block in the rv. The lead was successfully repositioned and remains implanted.